Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead segment was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving an inappropriate shock. A remote transmission indicated that the right ventricular (rv) lead was oversensing noise, showed a high number of sensing integrity counter (sic) and exhibited t-wave oversensing. The lead had high pacing impedance and a fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.